Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 for reasons not reported. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Status of the implant is unknown.